Event description:
It was reported that during basilar artery (ba) stenosis, when the subject stent delivery system reached the lesion site, even after multiple attempts the subject stent was unable to deploy as it could not be pushed out from the system. The procedure was completed successfully with another device without any clinical consequences to the patient. The subject stent was returned for analysis and the device investigation revealed that the subject stent stabilizer was found fractured during use.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that subject stent was returned in its deployed state with no anomalies noted (deployed post procedure). The delivery catheter was kinked at 12.5cm from the distal end and the stabilizer was kinked in a corresponding location. The distal taper tip of the stabilizer was noted to be detached. Functional test was not performed due to the stent had been deployed from the delivery system post procedure. The stabilizer was removed from the delivery catheter without difficulty. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event of stent friction and stent delivery catheter friction could not be replicated. However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the tortuosity of the patient's anatomy was reported as 'moderately tortuous' with 75% stenosis and calcification. It was reported that 'the patient had severe stenosis of basilar artery (ba), and the physician planned to perform balloon dilation followed by stent implantation. After completing the balloon dilation, the physician selected a 3.5*15 stent. After the stent delivery system reached the lesion site, it was unable to be deployed as it could not be pushed out from the system. Multiple attempts were made but all failed'. A product condition update was provided which stated that 'the stent will be returned with condition of deployed, but it was not deployed prematurely during the procedure inside patient's body. It was deployed after the procedure by operator on purpose'. The physician was unsure if the anatomy and/or location of intended area of treatment may have contributed to the reported event. Finally, although the stent was unable to be deployed, in the follow-up response to questions, the user replied that there was no difficulty pulling back the outer body which appears to be contradictory to the event details. The stent was returned for analysis fully deployed (inside a plastic container). The stent was inspected and was undamaged. The stabilizer was still loaded inside the outer catheter, and both were returned inside a dispenser hoop/. The outer catheter (stent delivery catheter) and the stabilizer were both kinked in the same location towards the distal end of the device. In addition, the distal side of the dual taper tip was missing. It is not clear when this occurred as it was not commented on in the event description or in the follow-up responses. It is likely that a combination of a high percentage of calcification/stenosis and some unknown procedural factor resulted in the user experiencing resistance while attempting to deploy the stent in the target stenosis area. The reported event of the stent failed/unable to deploy and stent friction as well as the analyzed damage of stent delivery catheter kinked/bent, stent stabilizer kinked/bent, stent stabilizer broken/fractured during use have been assigned procedural factors. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.